Event description:
It was reported that power cord to the remote monitor is loose and fails to deliver power and does not stay plugged into the monitor. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.